Event description:
The device was returned for service. During sevice testing, the baxter technician reported an infusion pump with depleted batteries. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 19 2007. Evaluation summary: the reported condition of depleted batteries was confirmed by the baxter repair technician. Inspection of the device revealed potentially depleted main batteries, which were replaced. The device was tested by the repair technician. The new style battery harness was also installed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.